Event description:
It was reported that during a da Vinci-assisted surgical procedure, the black cone-shaped part of the Permanent Cautery Hook instrument tip was detached. The procedure was completed with no reported injury. Intuitive Surgical, Inc. (ISI) followed up with the initial reporter and obtained the following additional information: No fragment fell into the patient. Patient has not returned to hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive Surgical, Inc. (ISI) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A Follow-Up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This report was impacted by the eMDR scheduled maintenance occurring (b)(6) 2026 ¿ (b)(6) 2026.